Event description:
Pt alleges receiving a breast implant in 1980 of an unknown MFR. Pt reports medical problems including strokes related to stress, unexplained bruising, weakening of muscle around the implant and hurting for a long time. Her implant was removed on 5/9/94.